Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log. During the evaluation of the device the customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd solis hpca pump, was not infusing correctly. No adverse patient effects were reported.